Event description:
Customer alleged blood glucose results of 291 mg/dl and 123 mg/dl obtained back-to-back on the aviva system within 5 minutes. Customer stated customer was feeling no symptoms and did not treat/act on the results. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional medical products: metformin - 2 years - 500mg twice daily; crestor - 500mg daily;atacand - 8mg daily; coumadin - 41mg 5 days & 2.5mg 2 days; cellcept - 500mg twice daily.